Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for a follow up and a proximal type I endoleak was observed. The physician implanted an unknown aortic cuff proximally. The type I endoleak was resolved. The physician stated that the cause of the event was related to the patient's anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.